Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system a high level of false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact. Eua #: (B)(4).

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system a high level of false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact. Eua #: (B)(4).

Manufacturer narrative:
H.6. Investigation: the complaint investigation for false positive results using the biogx sars-cov-2 osr for bd max system (ref 444213) lots k20-259 was performed. The investigation was performed by the review of manufacturing records, review of the customer data and verification of complaints history. The investigation was conduct by bd and biogx. Biogx review of the manufacturing records indicated that this lot shows acceptable performance characteristics. Customer provided 2 runs and reported a false positive n2 in run #383, position a1 and a negative result in run #381, position a5. Amplification curve analysis revealed a late but true amplification of the n2 target in run 383 but no amplification of the n2 target in run 381. Analysis of curve in run #383 shows that CT of the n2 amplification curve is late, the endpoint is high, with a pcr curve shape indicative of true amplification of the target, at a low load, near the assay limit of detection (lod). Another hypothesis is contamination during samples preparation. There is no complaint trend related to false positive results with the biogx sars-cov-2 osr for bd max system lot k20-259. The root cause was not found. Bd cannot confirm the complaint based on the investigation that was performed. Biogx or bd did not initiate a preventive and corrective action plan (CAPA). H3 other text : see h.10.